Event description:
A customer reported that the quick bolus or wake button on their insulin pump was difficult to press and required multiple attempts to activate the screen. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed by technical support to press the center of the button firmly while providing support to the pump, but the issue persisted. Consequently, technical support arranged for a replacement pump to be sent, and the customer was instructed on returning the faulty pump and placing it in storage mode. The customer chose multiple daily injections as a backup therapy to ensure continued insulin delivery.